Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated procedure where surgery mode was not enabled. Afterwards, the ipg was unable to communicate and was found to be inoperable. Surgical intervention may take place at a later date.

Event description:
Additional information found the patient¿s ipg was explanted and replaced on (B)(6) 2021 to resolve the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.